Event description:
It was reported to philips that the geometry was restarting during the case which can impact the geometry movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the additional information collected, the procedure was completed after restarting the system, however intermittent issues persisted. A field service engineer (fse) inspected the system on site and unable to replicate malfunction. However, the review of system log file by fse indicated the bodyguard interface board (bib) faults were followed by collision messages, and all motor drives were in drv 4 drive state. The fse replaced the longitudinal and lateral amc drivers, cn2 cable, and bib along with 24v spp power module; ethercat cables were reseated, amc software reloaded, and position calibrations completed. System log review confirmed a geometry-related malfunction. Stand motor drive errors were identified as collateral and software-related, not hardware faults. The system restarted at 16:49, but the error reoccurred at 16:53, confirming the issue. The bib was returned to philips for further analysis. However, the cause of the bib failure could not be conclusively determined by the supplier's part analysis. The replacements performed by fse has resolved the reported issue. After which, the system was returned to good working order